Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that the patient on impella cp support developed hematuria. The cp was repositioned under fluoroscopy. Additionally, a large laminar thrombus along lateral lv myocardium was observed. The team is discussing options. It was further reported that there was a loss of aortic placement signal and lv waveform after extubating and the patient coughing. Patient survived the procedure.

Manufacturer narrative:
The investigation of hemolysis, positioning issues, thrombus, and renal failure has been completed. The impella device was not returned for evaluation. Hemolysis: based on the clinical details provided, the pump's position could have been the cause of hemolysis, however, it was not explicitly reported. Additionally, the report of low filling volume on 3/jun/2025 even though no blood products were administered is a potential contributing factor to hemolysis. Since insufficient clinical details were provided and neither product nor data logs were returned for investigation, the root cause of the hemolysis could not be determined. Positioning issues: neither product nor data logs were returned for investigation. Since insufficient clinical details were provided and product wasn't returned for investigation, the root cause of the positioning issue could not be determined. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29568. H6 health effect - clinical code 4499 and health effect - impact code 4641 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29568.

Event description:
It was further reported that the patient progressed to further liver and kidney failure and started on continuous renal replacement therapy (crrt). No other information is available.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Neither product nor data logs were available for investigation. Since neither product nor data logs were returned for investigation, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 medical device problem code: 2917 device sensing problem were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29568.